Manufacturer narrative:
Similar device 510(k) number mentioned as 510(k)/PMA # not available for the reported product. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with an indication of kyphosis due to collapse after ovf on th12. It was reported that during post-op the screw deviated from the bone and touched the nerve. Patient had symptoms of numbness in the lower limbs and nerve root block was performed. There was no delay in overall procedure time and product used correctly according to the directions given in the IFU/labeling. Reoperation was performed on (B)(6) 2020 and the same screw was reinserted. No further complications were reported.